Event description:
Customer reported a low o2 readings from the gas module ii, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's gas module and adjusting the power supplies. Unit was calibrated and safety tested to factory's specifications.